Manufacturer narrative:
Corrective and preventative actions have been opened by the manufacturer to address the water ingress identified upon investigation.

Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device touch screen faulty. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. In evaluation it is find that the device is device would not power on with returned power supply or known-good power supply. Unable to read error log. Opened device up and checked dc connections. Initial review of connections and cables look like they are good shape (no loose cables). Pca shows signs of water marks and burned up l1 motor inductor. The mcu would not communicate when trying to remove rdt protection to allow us to re-program device. The device forwarded to philips product investigations lab, failure mode confirmed and unit subsequently. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.